Event description:
It was reported that the customer changed the infusion, and she was able to rewind; then when she primed the insulin squirted out. The customer was disconnected from the tubing and reattached, but the insulin squirted out again. It was stated the customer called back after changing the infusion set, and the insulin kept squirting out. Advised the customer that the device will be returned and revert to backup plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.